Event description:
The customer reported that an 840 ventilator was inoperable. The customer states that pt involvement is unk. The evaluation of the device has not yet been completed.

Manufacturer narrative:
Covidien reference # (B)(4).